Manufacturer narrative:
(B)(4). The capsule was removed from the patient on (B)(6), 2015.

Manufacturer narrative:
(B)(4). Additional information: physician stated the patient's current condition is fine. Patient underwent surgery in order to remove the capsule. Patient underwent surgery a second time in order to dissect the perforated small bowel due to insufficient anastomosis during the first surgery. A capsule exam was performed by dr (B)(6), and noted that stenosis had progressed. Device evaluation: device was received for evaluation. The investigation has concluded that the cause for the capsule retention was the use of pillcam capsule in a patient with crohn's disease which is associated with a known risk of retention. After thorough analysis of the device history record, it was found that the product had met all the specifications during the manufacturing process. In this case, the capsule was retained in the body of the patient for a prolonged period of three years. It is unclear why the physicians did not identify the retention of the capsule. In addition, the cause of the opening of the pillcam capsule is unknown. The capsule has been tested under the conditions of prolonged retention as in this case. This is a very rare event. At this time, this is a single instance. Continued surveillance of post market data will monitor closely for similar incidents.

Manufacturer narrative:
(B)(4). Previous follow-up report stated that this was a 5-day report. This box was selected in error, this is not a 5-day report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient with a history of crohn's disease received sb2 capsule examination on (B)(6)2012. On (B)(6) 2015 x-ray images showed capsule still inside the body. The capsule appeared broken at the ileum distal. Physician plans to remove the broken capsule from patient.